Manufacturer narrative:
During an internal review on (B)(6) 2019, it was noted that adverse event or product problem is product problem and outcomes attributed to adverse event is life threatening were inadvertently checked. Additional information was received on july 10, 2019, and it was noted that the date of death was (B)(6) 2019. Therefore, outcomes attributed to adverse event date of death has been populated. On july 15, 2019, additional information was received, and it was noted that the death outcome was a direct result of the cardiac tamponade. The physician stated that the patient would have survived without the cardiac tamponade. It was also reported that there were no error messages or unusual temperature curves while using the thermocool® smart touch® sf bi-directional navigation catheter. The generator used was an ospka hat500. The biosense webster, inc. Product analysis lab received the device for evaluation on july 22, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Additional information was received on september 5, 2019, and it was noted that it was assumed that the defective catheter induced the tamponade. However, it is not possible to relate to it clearly. No ablation was performed with the second catheter investigation summary: it was reported that a 70-year-old female patient (40kg) with history of biventricular heart failure with reduced ejection fraction (hfref) and pulmonary hypertension (pht) who underwent a right sided non-ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. During ablation phase at 40 watts in the right ventricle outflow tract (rvot), steam pop occurred. Ultrasound did not reveal effusion or tamponade. The power was reduced at 25 watts, and after a while, another steam pop occurred. Ultrasound still revealed no effusion; however, after 20 minutes waiting period, the patient¿s blood pressure critically dropped, there were no premature ventricular contractions, but the ultrasound showed cardiac tamponade. Reminder of the procedure was aborted. Subxiphoid pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space, then the patient was transferred to the operating room for emergency chest pericardiotomy with suture of right ventricle outflow tract (rvot) perforation. The patient was transferred to the intensive care unit (ICU), implantation of extracorporeal life support (ecls) was required due to progressive heart failure and multi organ failure. The patient¿s condition continued to decline, and the patient expired. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to investigate the t bar slippage issue. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30163036l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient (B)(6) with history of biventricular heart failure with reduced ejection fraction (hfref) and pulmonary hypertension (pht) who underwent a right sided non-ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter, suffered cardiac tamponade (requiring pericardiocentesis and surgical intervention) and death. During ablation phase at 40 watts in the right ventricle outflow tract (rvot), steam pop occurred. Ultrasound did not reveal effusion or tamponade. The power was reduced at 25 watts, and after a while, another steam pop occurred. Ultrasound still revealed no effusion; however, after 20 minutes waiting period, the patient¿s blood pressure critically dropped, there were no premature ventricular contractions, but the ultrasound showed cardiac tamponade. Reminder of the procedure was aborted. Subxiphoid pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space, then the patient was transferred to the operating room for emergency chest pericardiotomy with suture of right ventricle outflow tract (rvot) perforation. The patient was transferred to the intensive care unit (ICU), implantation of extracorporeal life support (ecls) was required due to progressive heart failure and multi organ failure. The patient¿s condition continued to decline, and the patient expired. Physician¿s opinion regarding the cause of the adverse event is that it was biosense webster, inc. Product malfunction related, physician believes perforation possibly occurred because of lack of steerability, irrigated radio frequency (rf) ablation of ventricular premature beats (vpb) in anteroseptal rvot, steam pop during ablation but with no direct sign of pericardial effusion, very light weight patient (B)(6), high right ventricle (rv) pressure because of pulmonary hypertension (pht) increases likelihood of pericardial effusion. Transseptal puncture was not performed during the case. The flow rate was set at 15 ml/min while applying 30 watts of power. No error messages were observed on any biosense webster, inc. Equipment. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were range, time, force over time (fot), tag size 2mm. No additional filters were used with the visitag. The color option used prospectively was force time interval (fti).